Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies for the powder or liquid. The complaint history review indicated that there were no similar events for the reported lot. Not returned.

Event description:
Cement started to cure more quickly than expected when inserting cement into bone with bha operation, cement was inserted in a hurry, then the stem was inserted, but the cement cured and couldn't insert the stem completely about 1 cm from the normal insertion position.